Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow-up, during device interrogation, no data was found regarding p and r wave measurements, nor impedances (atrial and right ventricular) measurement, or other system indicators. No lead information was known and to date, no system changes have been reported however, it is likely that the physician will intervene for further investigation. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, during device interrogation, no data was found regarding p and r wave measurements, nor impedances (atrial and right ventricular) measurement, or other system indicators. No lead information was known and to date, no system changes have been reported however, it is likely that the physician will intervene for further investigation. Subsequently, the device was explanted and returned for analysis.